Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose and no delivery from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer received no delivery when he took insulin. The customer reported that the alarm did not occur during manual prime. The customer stated that the event was resolved by a complete set change. The customer declined to troubleshoot for high readings.